Event description:
A report was received that the contacts separated from the patient's paddle lead during the revision. All paddle lead contacts were retrieved by the physician from the patient's body. The paddle lead was replaced with a new one.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the contacts separated from the patient's paddle lead during the revision. All paddle lead contacts were retrieved by the physician from the patient's body. The paddle lead was replaced with a new one.